Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a lateral perineal incision procedure on (B)(6) 2016 and suture was used. Seven to ten days after discharge, the patient experienced wound pain, and clinical manifestation contains skin hierarchical rejection reaction, suture was not absorbed, wound split but no infection, redness and swelling. The patient underwent a suture removal, washing and disinfection. It was also reported that then the surgeon possibly used recombination bovine basic fibroblast growth factor gel on the skin layers or used other suture to suture the skin. It was reported that, at present, the patient has no intense emotion under wound treatment.

Manufacturer narrative:
Date sent to the FDA: 06/02/2016. (B)(4). Additional information was requested and the following was obtained: what was the date of the procedure? What was the name of the procedure? Episiotomy eutocia surgery what was the condition of the skin tissue (diseased, weak, normal)? Normal. How was the suture placed (interrupted or continuous)? Continuous. Was there any patient event prior to the wound opening (cough, fall)? No. What medical treatment was indicated for the skin opening? First time back to hospital on (B)(6), the wound is a little bit split and some suture exposed, it made disinfection, and instruct to use pp powder after defecation, keep the perineum clean. The second time back to hospital on (B)(6), the wound total split and suture was totally exposed outside, took out the suture and sewing skin with interrupted way, oral cefminox to anti-inflammatory, continue keeping perineum clean; the third time back to hospital on (B)(6), the wound hurt, considering sewing again and oral administration of anti-inflammatory drug effect is poor, immediately given intravenous cephalosporin antibiotic treatment. How much (in cms) of the skin was opened? Unknown. Can you describe the appearance of the suture when the skin was open? Suture is exposed but not broke. What were the patient specific symptoms? Wound split and suture is exposed. What was used to treat each patient symptom? First time back to hospital on (B)(6), the wound is a little bit split and some suture exposed, it made disinfection, and instruct to use pp powder after defecation, keep the perineum clean. The second time back to hospital on (B)(6), the wound total split and suture was totally exposed outside, took out the suture and sewing skin with interrupted way, oral cefminox to anti-inflammatory, continue keeping perineum clean; the third time back to hospital on (B)(6), the wound hurt, considering sewing again and oral administration of anti-inflammatory drug effect is poor, immediately given intravenous cephalosporin antibiotic treatment. What is the surgeon opinion as to the cause of the patient symptoms? Suture is not absorbed. What are the patient weight, medical history? Unknown, (B)(6). What is the current condition of the patient? Wound healing is good.